Event description:
It was reported that a button was not responding on the customer's insulin pump. The customer did not recall any significant events leading up to the issues. The customer's blood glucose level was 240 mg/dl at the time of reporting the issue. Nothing further was reported.

Manufacturer narrative:
The pump was received with no button response due to flattened esc, act, up and down button dome switches. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.